Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 (mg/dl) and trace ketones. A correction bolus was administered to address bg levels. Cartridge uses humalog and is reportedly changed every 3 days. System check with tandem technical support indicated the pump was performing as expected. Customer was reminded that humalog is indicated for use up to 48 hours. Customer acknowledged.